Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 19.9 mmol/l, 29.9 mmol/l, and 13.9 mmol/l, on the compact system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.